Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7107824. Product family: scs-ipg-r-MRI. Upn: m365sc365sc12160. Model: sc-1216. Serial: (B)(4). Batch: 539682.

Event description:
It was reported that the patient was experiencing extreme weakness in the legs, tachycardia, increased glucose and actively bleeding at the the incision site. The physician noted that the patient may have a blood clot or a spinal bleed. The patient was was sent to the emergency room and underwent a spinal cord stimulator explant procedure. The patient is still in the ICU but is now stable. The explanted devices will not be returned as they were discarded.